Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: pump was on pt. Intra-aortic balloon pump is less than 12 months old. Symptom - helium loss 3 (2). Findings/action taken: found helium loss after pumping for one minute. Found loose fitting at augmentation valve, tighten. Passed functional testing.